Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Since (B)(6) 2014 min atrial pacing impedance is between 171-228 ohms. (B)(4).

Event description:
It was reported that a patient warning triggered for low pacing impedances on the atrial lead. The atrial lead later had a polarity switch to unipolar and still exhibited low impedances. The device was reprogrammed as a result and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.